Manufacturer narrative:
18-jun-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via e-mail stated that the brush heads didn't stay securely attached to the hand piece. They were very loose and fell off easily. They tried two different packages of brush heads and this happened with both packs. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the brush heads didn't stay securely attached to the hand piece. They were very loose and fell off easily. They tried two different packages of brush heads and this happened with both packs. No injury was reported.